Event description:
Procedure. Urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional info from the importer report: the patient's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex". Additional info from the importer report: date of this report: (B)(4) 2012. Brand name: uretex sup urethral support system. Common device name: ftl. Catalog # 485013. (B)(6).